Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Failed variax hand plates. Noticed after follow up x-ray. Revision surgery required.